Event description:
Md attempted to use argon probe during colonoscopy. Md was having difficulty advancing the probe through the scope, the probe bent and was not operational. New argon probe obtained and utilized without difficulty. Manufacturer response for argon flexible probe, circumferential fire, flexible (per site reporter): equipment failure reported to customerservice@erbe-USA.com. Technical services supervisor processed complaint. Equipment returned to manufacturer.